Manufacturer narrative:
(B)(4). Date sent: 07/23/2021. D4: batch # 187a05. Analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was returned with body fluids on the device and with no apparent damage. Also, the tyvek was received along with the device. Further analysis shows that the tyvek artwork belongs to a ntlc55. In addition, the returned device belongs to a ntlc75. Additional investigation of the returned lot number on the tyvek indicated that a ntlc75 device was packaged as a ntlc55, based on the batch number of the returned device. This defect has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the packaging contained ntlc75 instead of ntlc55. No harm to patient.